Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reported they were having a little bit of trouble with the patient programmer. They were no longer seeing text and only seeing icons. Patient services (ps) reviewed icon mode vs text mode and caller was able to successfully change to text mode. Caller also mentioned a couple times last week the therapy might have went off and caller was not sure if it was due to patient's charging frequency. Last night they had seen a warning message on the programmer which displayed an empty battery symbol. Ps reviewed potential meanings of low battery icons. At the time of the call therapy was on and caller confirmed patient was not experiencing a return of symptoms. Caller inquired about the wireless recharger, stating that the patient sometimes has difficulty holding the insr antenna in place even though they use adhesive discs.